Manufacturer narrative:
Patient identifier, age, sex, ethnicity: there are multiple patients all information is provided in the article. This report is for an unknown synex expandable vertebral body replacement/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is between 2004 and (B)(6) 2021. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) to compare usage and outcomes recorded in 11 patients (5 males and 6 females) for synex implants against all other surgical cases recorded within the spine tango registry between 2004 and april 19, 2021. Final registry report outcome description: general complications- intraoperative- 7 unknown. General complications- postoperative surgical before discharge -1 not documented, 7 unknown. Surgical complications- intraoperative adverse events -1 dural lesion , 7 unknown. Surgical complications- postoperative surgical before discharge -1 not documented, -7 unknown. Reoperations: 1 reoperations at any level. 1 reoperations at the same level. This is for depuy synthes synex implants. This report is for one (1) unknown synex expandable vertebral body replacement. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5, b7, d3 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: this report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) to compare usage and outcomes recorded in 32 patients (33 procedures) for synex implants against all other surgical cases recorded within the spine tango registry between 2006 - 2024. Final registry report outcome description: general complications- intraoperative 25 not documented general complications- postoperative surgical before discharge 29 not documented surgical complications- intraoperative adverse events 1 dural lesion 7 not documented surgical complications- postoperative surgical before discharge 29 not documented reoperations: 4 reoperations at any level 3 reoperations at the same level this is for depuy synthes synex implants.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: e4, h8. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.